Event description:
Procedure: robotic-assisted right total knee arthroplasty. Intra-op note indicates implant broke: insert tib knee triathlon x3 plstc cruc retain st sz 7 11mm ¿ sref (B)(4). Manufacturer: stryker instruments. Action: implanted and explanted. Description: implant broke.